Event description:
Patient was having a right shoulder arthroscopy, subacromial decompression, distal clavicle excision, and rotator cuff tear repair. During repair of the rotator cuff, at the last pass of the 4th suture, it was clear that the tip of the expressew needle was missing. It was found in the glenohumeral joint and sucked out, confirmed by fluoroscopic views as well as retrieval of the tip of the needle from the suction device.